Event description:
It was reported that the insulin pump alarmed no delivery and that the customer experienced high blood glucose levels. The blood glucose reading was 473 mg/dl. The customer treated with a manual bolus and stated that the issue was resolved with a complete infusion set change. She declined returning the infusion set and reservoir for analysis. Advised to call when the insulin pump is alarming in order to perform troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.